Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: a case of groin lymphorrhea after a leadless pacemaker implantation. Heart rhythm case reports. 2025. 11:1198¿1201. Doi: 10.1016/j.hrcr.2025.08.024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding groin lymphorrhea after a leadless implantable pulse generator (ipg) implantation. The authors described a patient who presented six days post implant with a serous, clear yellow exudate at the puncture/wound site. Cultures of the exudate and blood were obtained, and antibiotic therapy and daily wound irrigation was initiated. The exudate persisted and lymphorrhea was diagnosed as the leakage was likely attributable to lymphatic vessel injury associated with the catheter/introducer. The non-healing wound was sutured with nylon and closed. After this intervention, the external lymphatic leakage resolved, and no lymphocele formation was observed. The patient was discharged in stable condition. No additional adverse patient effects were reported.